Event description:
Peritoneal dialysis on a cycler was initiated on a pt in the hosp at 3:45 pm. The prescription was for 5 exchanges, fill volume of 2 liters, fill/dwell time of 2 hrs and drain time of 15 minutes. The nurse observed the first fill and felt that everything was fine. The nursing assistants observed the pt at 5:15 pm and 5:55 pm and felt that everything was fine. The pt was found dead at 6:15 pm. The peritoneal dialysis nurse on call observed upon her arrival that the cycler was turned off and the pt line was clamped. All (5) of the 2 liter bags were empty and there was 6.4 liter of effluent in the drain bag. Approximately 5 liters of solution was drained from the pt after a couple of hrs.